Manufacturer narrative:
The device was received by resmed and an evaluation was performed. Review of the alarm events log in the device did not show any alarms related to the reported issue. The evaluation found that the touch screen was responsive and the device performed to specifications. The device was serviced and returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed an astral device alarmed and the touchscreen was inoperable. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for evaluation. Based on the evaluation results and previous investigations of similar complaints, it was determined that the device fault was due to a sofware issue. There was no patient injury reported as a result of this event. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).